Event description:
The following description of the event was documented by a (B)(4) tech support specialist in response to a phone conversation with user facility rep. "[Name removed] called and was doing the performance check and noticed that w/ the map at 19, the upper thumbwheel alarm was activated at 24 instead of 19. No pt involvement. Advised that upper thumbwheel, p/n (B)(4), needs to be replaced. She will send unit down to her factory trained biomed." "[Name removed] called back to request a dispatched service call instead. I will dispatch and place in the rep's queue."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a (B)(4) tech support specialist in response to a phone conversation(s) with a user facility rep. The following info concerning the eval of the device is a summary of the info documented by the (B)(4) field service rep. The (B)(4) field rep evaluated the unit, verified the complaint and determined that the root cause of the reported event was a faulty map (mean airway pressure) panel meter (display). The (B)(4)field service rep replaced the map panel meter and performed a 2000 hour (unit calibration) preventative maintenance (pm) service which is a complete calibration and checkout to ensure that the device meets all factory specs. Upon completion, the device was returned to the user facility's control ready to be placed back into service. At present, (B)(4) considers this to be an isolated incident.